Event description:
It was reported that a patient had high impedance after experiencing a strange sensation of stimulation. The patient's generator was recently implanted with a new device, and diagnostics performed at a clinic visit weeks prior to the high impedance were within the normal limits. The patient was referred for x-rays and lead revision surgery. No surgical intervention has occurred to date.

Event description:
It was reported that the surgeon believed that the lead was fractured and planned to follow-up with the patient. It was later reported that the patient was confirmed to have high impedance. Diagnostics were performed with his arm and body in multiple positions but still yielded a high impedance reading in each position. The surgeon did not have x-rays performed to determine the cause of the high impedance. The surgeon and neurologist chose to temporarily disable the patient's device to assess his efficacy with vns. No additional information has been provided to date. No surgical intervention has occurred to date.